Event description:
The pca tubing was leaking at the distal end. Appears to be a crack where the tubing is glued to the luer-lock (where connected to the pt). Found leaking on pt 20min after pt controlled analgesia was started. Used with a needless system.